Event description:
It was reported that a patient, (B)(6) male, underwent an ischemic ventricular tachycardia ¿ left, suffered a cardiac arrest and deceased. During procedure, a pea was noticed as there was no contraction of the heart and the patient did not exhibit a blood pressure. The pea was confirmed by ice, x-ray and ECG. Code was called, in which CPR and medications were administered to the patient. A blood pressure device was administered. The patient expired. The physician¿s opinion regarding the cause of this adverse event is that this is likely to be patient¿s condition due to the fact that the patient had to be on high antiarrhythmic medications to reduce the number of internal ICD shocks.

Manufacturer narrative:
On (B)(6), 2015 bwi failure analysis lab was notified that unopened boxes containing complaint products were accidentally discarded by a janitorial associate. Due to this, a reconciliation of complaint products was performed and on (B)(6), 2015 it was identified that one of the products discarded was the unit involved in this event. In order to prevent recurrence of this issue, an internal action was created. Although the product is no longer available, a further complaint investigation is being performed. When this has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
A further complaint investigation was performed based on the lot # 17098291m: the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There were no other complaints files reported in our database. There were no products existent in our warehouse in order to perform further analysis. Manufacturer's reference # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As the lot # was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant bwi products: product: carto® 3 system us catalog # fg540000 serial # (B)(4). Product: smartablate¿ system rf generator us catalog # m490007 serial # (B)(4). Product: smartablate¿ irrigation pump us catalog # m490008 serial # (B)(4).product: decanav electrophysiology catheter us catalog # r7d282ct lot # 16088756m product: soundstar® 3d diagnostic ultrasound catheter us catalog # (B)(6)lot # s1419828 product: webster cs catheter with auto ID technology us catalog # d135304 lot # 17130945m (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).